Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, an eds-3 leaked at the 3 way tap. There were no reported delays or adverse consequences.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation, without the collection bag. The device was visually inspected. Cracks were noted in the patient line stopcock and on the connector to the tubing. While no lot number was provided, quality inspection for these assemblies is 100% tested for leaks and blockage prior to release. It is likely that the root cause of this issue is related to overtightening. The IFU states that the connectors should be finger-tightened only. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.